Event description:
It was reported that the patient had been having intermittent tremor control. The patient did not recall any falls. Upon palpation done at the pocket, the patient experienced right hand shocking. Therapy impedances ranged from 1000-2000 ohms. It was further clarified that the patient did fall in (B)(6) 2013. It was clarified that palpation of the left side stimulator resulted in right hand shocking. The patient also stated it was occurring every minute. This issue started occurring a couple of weeks prior. The patient was reprogrammed the day prior to contacts 1 / 2 contacts which resulted in no shocking sensation but the same tremor control. The patient was reprogrammed on the day of report to 0 / 2 contacts with shocking but some tremor control. Of note, there were inconsistent impedance readings. They ranged from bipolar 879 to 3022 ohms. The bipolar impedances were not double the unipolar readings as expected. The following day, the reading that was 3022 ohms read at 897 ohms. The recommendation was to surgically investigate the extension site. It was further reported that the patient will have surgery to check the connections and possibly replace the extension. The date was not scheduled.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0427656v, implanted: (B)(6) 2004. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 3387-40, lot# j0427656v, implanted: (B)(6) 2004. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID neu_unknown, lot# unknown. Product type: unknown. (B)(4).